Event description:
Additional information received reported that there were no malfunctions observed with the lead upon explant.

Manufacturer narrative:
Concomitant: product ID 39286-65, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger, product ID 39286-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a lead revision the day of this report due to high impedances on all electrode pairs. It was noted the patient had a change in their stimulation in (B)(6) 2013. It was further noted the patient had no falls or trauma contributing to the issue. The reporter stated that they were notified of the patient¿s change in therapy today. The reporter further stated that impedances prior to the revision today were all greater than 10,000 ohms and they were unable to check impedances at a high voltage because it was uncomfortable for the patient. It was noted that during the revision surgery, the lead was disconnected and tested separately. It was further noted the lead was the source of the high impedances. The reporter stated they replaced the lead and post operation impedances were within normal range. The reporter further stated the patient was feeling good stimulation coverage.